Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down and then immediately started again while being used on a child in CPAP mode. It cannot be said whether ventilation continued because no nurse was present at the device. No patient injury was reported.

Manufacturer narrative:
The affected device, babylog vn800, was examined on site by dräger service and the log file was made available for further investigation at the manufacturer¿s site. In addition, the results of the investigation of comparable events were taken into account. The log file analysis confirmed an unexpected, synchronized restart of the ventilator unit and the control panel of the device on the 13th of july 2022, at approximately 11 p.m. System time. The restart was triggered by an access problem in the software process flow chain. The specific root cause of the identified access problem could not be conclusively determined; however, a hardware fault is assessed as unlikely based on existing results of comparable events. The onsite examination of the affected device did not indicate a hardware fault in the current event either; the device was finally tested successfully in accordance with the manufacturer's specifications. For safety, the safety software analyzes and verifies the correct device function. If the safety software detects a deviation of the ventilation unit from the correct device function, it requests a restart of the ventilation unit and simultaneously of the control unit as a specified response. During a restart, the inspiratory valve opens against the environment to allow the patient to breathe spontaneously, and the secondary audible alarm signal of the ventilation unit sounds. After 8 seconds at the latest, ventilation is automatically continued with the previous settings. The warm start of the control unit is completed after one minute at the latest. Until then, the user can follow the already resumed ventilation via the oled display of the ventilation unit and read safety-relevant parameters, such as fio2 concentration, minute volume and airway pressure. The restart is finally indicated by the alarm message "ventilation unit restarted" on the control unit with acoustic alarm tone sequence and the secondary acoustic alarm signal of the ventilation unit is silenced. In the present event, the device has alarmed the state as specified and resumed ventilation after the restart in the previous settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down and then immediately started again while being used on a child in CPAP mode. It cannot be said whether ventilation continued because no nurse was present at the device. No patient injury was reported.